Event description:
It was reported that the patient experienced elevated blood glucose after announcing a usual breakfast but eating more than typical, and the caregiver considered delivering a smaller follow-up meal bolus before deciding against it due to timing; the caregiver planned a subcutaneous insulin pen injection and disconnecting from the system for two hours. Symptoms included hyperglycemia. Outcomes included no reported alarms and no hospitalization. Investigation included troubleshooting and education regarding meal announcement accuracy and insulin dosing timing. Investigation of this case revealed user-related factors associated with incorrect meal size announcement and off-system insulin administration; no device alarms or component malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user-related factors and use error.

Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.